Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H2: additional information: see a1, b5 and h6 (patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was performed and the reported issue was unable to be confirmed. During testing and power up, the device was able to power up and stay on. The device ran the program for an extended period of time with no issues occurring. Therefore, there was no fault found with the pump. However, it was recommended that the software be installed as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump would not stay on. There was no reported adverse event.